Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the nurse noticed non-capture on the telemetry monitor while patient was sleeping on his right side. The patient was flipped to his back and the rv lead was tested while patient was supine, the capture was normal. The patient was rolled to his right side again, and thresholds increased. The patient came back to the lab and the lead was explanted and replaced. The patient was stable pre, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.